Event description:
Customer was in the middle of vascular case when fluoro stopped and no error message was produced. The customer performed a warm start and was able to complete the exam. No injuries to pt.